Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that during operation, the tracheo indicated balloon showed the leaking on smiths medical blue ultra suction aid tube with profile soft-seal cuff. The device was replaced with a new one. No adverse patient effects were reported.